Manufacturer narrative:
Reported device lot number by facility: 19187738. Reported device expiration date by facility: 30 november 2019. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via voluntary medwatch #mw5068727 that the innova self-expanding stent was placed and reported to have become "lodged". The patient was sent to surgery for successful removal.